Manufacturer narrative:
The proximal segment of the lead was returned but analysis could not be performed due to legal restrictions. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical product: 419388 lead, implanted: (B)(6) 2007; 694765 lead implanted: (B)(6) 2011 . (B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer post mortem, analyzed, and tested out of specification. The cause of death was not related to the out of specification finding.

Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.